Event description:
Fracture of a i.t.s. (B)(4) titanium straight bone plate due to non-union of a fractured mid-shaft humerus bone in the arm. A previous intervention surgery was performed using a synthes stainless steel straight bone plate on (B)(6) 2013 - as a result of a motorcycle accident on (B)(6) 2013 causing a mid-shaft fractured humerus. A second intervention surgery was conducted on (B)(6) 2014 to replace the fractured stainless steel straight plate with the subject i.t.s. Titanium straight plate due to non-union of the humerus bone fracture site causing the fractured plate. With the fracture of the subject i.t.s titanium straight plate on (B)(6) 2014, a third intervention surgery was performed on (B)(6) 2014 using a smith & nephew intramedullary humeral nail with cross-screws for stabilizing the humeral bone non-union fracture. Dates of use: (B)(6) 2014. Event reappeared after reintroduction: yes.